Event description:
Event description guidant received information that this pacemaker, upon interrogation displayed a reset to ventricular pacing and sensing with inhibition. The device was reprogrammed back to dual chamber pacing and sensing. The patient is undergoing radiotherapy to the lower abdomen, which may have triggered the reset mode. The device's expected longevity is 6 years, it has been implanted for over 2 years, and is displaying a gas gauge reading of 30% remaining and a longevity of less than 0.5 years.